Manufacturer narrative:
This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported leakage at the distal port where the secondary antibiotics had been infusing. There was air in the line, but it did not reach the pt. The tubing was quickly removed and replaced. No pt harm or medical intervention occurred. No further pt/event info was reported.